Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up with lines on the video display and no clinical info could be seen. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The malfunction was duplicated and an lcd display cable was replaced to remedy the problem condition. Analysis for reports of this type has not identified an increase in trend.